Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement was noted by x-ray on the pacing lead the day following implant. It was noted the helix fixation may have been insufficient and slack was lessened. The lead was revised and remains in use. No patient complications have been reported as a result of this event.